Manufacturer narrative:
On 3/02/2018,the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown gel implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old (B)(6) female patient underwent a breast augmentation revision with unknown mentor gel-filled breast implant that the right side ruptured and there was an issue with capsular contracture at the left side after implantation. The capsular contracture was baker grade IV. As a result, the patient had bilateral removal on (B)(6) 2018. This complaint is for the right implant.

Manufacturer narrative:
Device evaluation summary upon receipt by mentor, the device was received without fluid. Brown and white foreign material was observed within the device. Product evaluation team observed creases on the posterior aspect, a rent measuring 0.1 cm was also observed on the posterior aspect within a crease. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Additional information received on 04/24/2018 indicated that the replacement device are as follow: left catalog number 3502001bc, lot number 7479919, serial number (B)(4) right catalog number 3502001bc, lot number 7306712, serial number (B)(4) per additional information received on 4/26/2018 the complaint devices were unknown mentor saline implants not gel. Manufacturer¿s reference number: (B)(4).